Manufacturer narrative:
Additional information h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: a1, a2, b7, e3, g, g2, g3. Corrected fields: b2, b3 (delete date-no event), d4, h4, h6-impact code, medical device problem code and component code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. B3: date of event is unknown. D6b: explant date is unknown. MDR section codes updated/corrected: b, e. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, initial bilateral knees implanted on (B)(6) 2011, has been recommended to undergo right knee revision surgery at a later date. Following a revision procedure performed on his left knee, he continues to experience pain in his right knee. No further information.